Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during preparation for impella support, the automated impella controller (aic) failed to start up. When powered on, the system displayed the error message, ¿system self check failed. Change console immediately.¿ the unit was removed from service and not used. A replacement aic was used instead.